Manufacturer narrative:
A medtronic representative rebooted the image acquisition system (ias) which resolved the issue. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a procedure when the image acquisition system (ias) door was closed around the patient, the ias became unresponsive. The medtronic representative pulled up the remote desktop on the ias and he noticed the framegrabber was not active. The medtronic representative manually killed the mobile view station (mvs) software and restarted the mvs software. Restarting the mvs software resolved the issue and the procedure was able to be completed. There was no impact on patient outcome. There was a reported delay to the procedure of 5 minutes due to this issue.